Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized with a high blood glucose of 800 mg/dl. The customer stated that she was not feeling well, and she was swollen. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the high pressure test. The customer also reported a button error alarm. The customer stated that no button was pressed for more than three minutes. Advised the customer that the insulin pump would be replaced. Nothing further was reported.